Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to ensure the pump was not plugged into a power source and advised the caller to apply firm pressure to the button using their fingertip. Caller removed the pump from its case with assistance from technical support, and the button was confirmed to function as intended after adjustment.